Event description:
The account alleged that the pt left siderail was being adjusted and then came off the bed. No pt impact.

Manufacturer narrative:
The account stated that they found the siderail was missing two of the retaining rings. The account replaced the missing retaining rings to resolve the issue.